Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The pump passed the displacement test and self test. Pump error 63 confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error alarm. Customer was able to clear the alarm and able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.